Manufacturer narrative:
(B)(4) date sent to FDA: 07/11/2016 (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure the diagnosis and indication for the index surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. Product lot number? What is the patient¿s current status? Was the hernia repair associated with this event performed on primary or recurrent hernia? What was the defect size/type/location of the hernia associated with this event? Mesh size and overlap? The mesh fixation technique? How much time from initial hernia repair to hernia recurrence? Was there any triggering event prior to present recurrence? (E.g. Weight gain, sneezing, coughing, strenuous activity)? How was the recurrence diagnosed? Please provide the date and results of reoperation. Was any deficiency or anomaly of the mesh? If yes, please describe it. How did the surgeon deal with the hernia sac in the initial procedure? Are there any pictures available? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an open indirect inguinal hernia repair approximately three years ago and mesh was implanted. The patient presented with hernia recurrence within twelve months post procedure and underwent further surgery to rectify. At revision surgery it was noted that hernia sac had penetrated past the medial side of mesh fixation. Surgeon opined that this finding was due to the stretch and weight of the mesh used in original procedure. Additional information has been requested.